Event description:
I was implanted with a perfix mesh and plug on (B)(6) 2014. I had chronic pain ever since the day of the surgery. I could not go back to work. My surgeon told me I had 3 choices after roughly four and a half months. Those options were to either go to a pain management dr., get a second opinion, or have the perfix mesh and plug removed. I went to a pain specialist first, where he gave me some type of sample cream, lyrica a couple weeks later, and finally cortisone and nerve blocking shots a few weeks after that, nothing worked. So I got a new surgeon for a second opinion and he told me that he used that same mesh on some of his pts and it was garbage and all his pts with prefix mesh and plug had serious complications. He said he used that type of mesh 15 yrs ago or so, and that he couldn't believe my initial surgeon would event use that mesh on me. Funny, because my initial surgeon told me she was using new and improved hernia mesh. Unfortunately, I found out the hard way that was not the case. I was and still am experiencing chronic pain. I have lower chronic abdominal pain, swelling, pain in right testicle, extremely difficult trying to do #2 in the bathroom. I have to lay down in bed or on my couch due to being in such pain. Hard to walk or do any normal life activities. Can't have sex, walk my dog, put on my own shoes, etc...etc... This problem exists with numbers and numbers of people who have had this implant with the prefix mesh and plug. It absolutely needs to be recalled. It has event caused loss of life in some cases. Please help to get this product recalled and removed from the market before it destroys thousands more of peoples lives. Please help!!! I have had the mesh removed on (B)(6) 2014 and my new surgeon told me and my girlfriend the mesh was all balled up inside me. I am still suffering with chronic pain in my lower abdomen, swelling of my stomach that won't go away and all the other problems I have already listed below. Please take immediate action.